Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of four complaints that pertain to the same event (MFR report # 3005099803-2010-03779, MFR. Report # 3005099803-2010-03780, MFR. Report # 3005099803-2010-03781 and MFR. Report # 3005099803-2010-03782). It was reported to boston scientific corporation that four needleknife sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, all four needleknife sphincterotomes were tested prior to being used in the patient and worked fine. Once the devices were advanced within the patient, the needle would not retract. The procedure was completed with a different device. It was reported that no patient complications occurred as a result of this event.

Event description:
Note: this report is one of four complaints that pertain to the same event (MFR report # 3005099803-2010-03779, MFR. Report # 3005099803-2010-03780, MFR. Report # 3005099803-2010-03781 and MFR. Report # 3005099803-2010-03782). It was reported to boston scientific corporation that four needleknife sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, all four needleknife sphincterotomes were tested prior to, being used in the patient and worked fine. Once the devices were advanced within the patient, the needle would not retract. The procedure was completed with a different device. It was reported that no patient complications occurred as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. Functionally, when advancing the needle by activating the handle, the needle advanced properly. When attempting to retract the needle, it would not retract completely. It felt like the cut wire along the working length was getting caught onto the extrusion which hindered the needle retraction. After repeated handle activation and massaging the working length, the needle was able to retract completely. However, the needle functionality was found to be intermittent with subsequent handle activations. The condition of the returned incident device was consistent with the complaint that the needle would retract. During manufacturing, tome devices are 100% inspected for handle functionality, needle extension and retraction so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.